Event description:
The customer reportedly obtained a 113 mg/dl and 270 mg/dl on the accu-chek compact system within a ten minute timeframe. No reported symptoms. The customer drank orange juice and retested an undisclosed time later and obtained the blood glucose result of 107 mg/dl. No adverse event reported. New system sent to customer and return requested.